Manufacturer narrative:
Emdr section h6, codes d1103 were changed to d15 and d1101 to reflect results of investigation.

Manufacturer narrative:
Emdr section h6, codes d15 and d12 were changed to d1103 to reflect results of investigation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: incomplete component deployment w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent evar to close a re-entry using the gore® excluder® aaa endoprosthesis and the gore® excluder® conformable aaa endoprosthesis. The patient had undergone a total arch replacement (tar), tevar and an implantation of a non-gore device (zenith dissection endovascular stent) before this procedure for a dissection. When the gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) was deployed, the stent of one row above the contralateral gate was deformed, and cannulation to the gate was not successful. After the ipsilateral leg was extended to implant the gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis), attempts were made to cannulate the gate using the pull-through technique and other methods, but the cannulation was not successful. The physician decided to switch to aui and create a femoral-femoral bypass. The patient tolerated the procedure.